Event description:
The customer reported that having a motor error alarm. The battery was removed, but the device did not reset. The caller also mentioned having button error alarm in the past. The blood glucose reading was 166mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.